Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) was "low" (specific value was not provided). Customer consumed carbohydrates to address bg. Reportedly, customer declined further assistance from tandem technical support regarding the issue and continued to use the pump for insulin therapy. No additional patient or event information was available.